Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3987a, lot # n274181, implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4) implanted: (B)(6) 2011, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported that the patient had peripheral nerve stimulation surgery on the day of the report and now they could not feel stimulation in both their elbow and forearm at the same time. The patient was not getting appropriate coverage in their elbow and forearm after the surgery. It was further reported that a manufacturer representative was going to meet with the patient on (B)(6). It was further reported that the patient was feeling stimulation in the appropriate places. They had not been raising the amplitude high enough.